Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit had an electrical test failure code #50. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected fields: h6 (health effect - clinical & impact code, medical device - problem code). A getinge field service engineer (fse) was dispatched to investigate the issue. The fse suspected the motor control pcb to be defective. So, the fse checked with another motor controller pcb and confirmed the defective pcb. So, in order to fix the issue, the fse replaced the motor controller pcb and the fault was corrected. The fse then tested the unit for 1 hour. The unit was handed over to the customer in good working condition.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).